Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had under infusion: secondary clamp closed was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that customer states medications have not infused as a result of the secondary clamp being closed. Nurse noticed at 2000 that secondary IV vancomycin that was signed off and hung at 1641 was still full and clamped, meaning the patient did not receive this dose. Writer notified md and charge nurse and hung next dose early when line space became available. There was patient involvement however no patient harm.

Event description:
It was reported that customer states medications have not infused as a result of the secondary clamp being closed. Nurse noticed at 2000 that secondary IV vancomycin that was signed off and hung at 1641 was still full and clamped, meaning the patient did not receive this dose. Writer notified md and charge nurse and hung next dose early when line space became available. There was patient involvement however no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.